Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. Another rv lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to increasing threshold during device replacement. Another rv lead was successfully placed. No additional adverse patient effects were reported.